Manufacturer narrative:
Patient information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. Initial reporter's phone # and email address were not provided. Initial reporter's occupation not provided. No sample was returned for analysis and no lot number was reported. The cause for this event is not clear and could not be established. The customer did not provide information related to the product application and removal technique. The surgical procedure was reported as being eight hours in duration and no skin preparation products were applied prior to application of the drape. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
Skin stripping of the epidermis and discomfort upon removal of the drape was reported for a patient in (B)(6) who underwent an eight-hour bypass surgery on an area underneath a 3m¿ ioban¿ 2 antimicrobial incise drape 6648 that had been placed. No skin preparation products had been applied an prior to application of the drape.